Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, to discuss a gas loss alarm that had occurred earlier in her shift. She stated they had verified no blood in the helium tubing, all connections secure, used the iab fill and start keys to resume therapy. She called to discuss the clinical scenarios on why the alarm would be present. The esp personel discussed in detail the alarm and troubleshooting to her satisfaction. User was pleased with the information shared with her. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.